Event description:
It was reported that the insulin gauge was incorrect and static. There was no reported impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.